Event description:
The hospital perfusionist reported an issue with the mps delivery set. He reported a leakage during a procedure, where it appeared that blood had seeped into the heat exchanger portion of the device. It was reported the perfusionist changed the device for another one and the surgery continued without any delays or complications to the patient. The device was returned to the manufacturer for analysis.

Manufacturer narrative:
The sample was visually inspected and blood encroachment was found on the heat exchanger top and bottom flanges. Functional testing found no confirmation of blood-to-water leaks. The possible cause of the alleged complaint condition could be the set was primed for saline or solution and left for an extended period of time (or overnight) prior to a surgical procedure. The saline or solution could have penetrated more than the 50% adhesive coverage area on the flanges, allowing for the encroachment to occur during the actual procedure. The encroachment area found; however, was not outside of specification. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition. There were no more devices of this same lot still in inventory. Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.